Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer reported the vessel sealer extend instrument broke. Customer stated the cord came out at the tip/wrist. Customer confirmed no fragments fell into patient. A new vessel sealer extend instrument was used to continue with the case. Tse recommended customer to return the broken instrument. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the vessel sealer extend instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.